Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal lioresal (concentration 2000mcg/ml; dose 721.4mcg/day; lot ds0078) via an implantable infusion pump. Indication for use was intractable spasticity and cerebral palsy. The pump started alarming on (B)(6) 2015. On (B)(6) 20155 the hcp checked the pump status and the logs showed a reset, low battery reset, and safe state that occurred on 2015-11-23 at 0500. The hcp was to leave the pump programmed to minimum rate mode and give the patient oral baclofen. No patient symptoms were reported. The cause of the event, diagnostics/troubleshooting, intervention, and outcome were not reported. Additional information has been requested but was not available at the time of this report.